Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-32833 , 1627487-2020-32834. It was reported the patient had high impedances. In turn, an l1 lead was explanted. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Additional information indicates the liable lead had fractured. Issue confirmed via x-rays. During the procedure on (B)(6) 2020 only part of the lead was able to be successfully explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the remaining portion of the lead was successfully explanted and replaced to address the issue.